Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A review was conducted of all applicable material records, manufacturing records, storage records and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. No evaluation could be performed as the implants were not returned. It was reported the hospital has kept the explanted screws. It is possible the screws broke due to a non-union (pseudarthrosis) as indicated in this case. However, the exact cause cannot be determined.

Event description:
It was reported to globus that a patient had a revision surgery due to s1 screws breaking just below the tulip. Screws are broken bilaterally. The surgeon notes indicate there is a pseudoarthrosis. The screws were implanted (B)(6) 2007, the revision surgery was (B)(6) 2015.